Manufacturer narrative:
Qc results were within range prior to and post the event. A bci field service engineer (fse) replaced the glucose stirrer motor. Although hardware was addressed, a clear root cause can not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a difference in glucose modular duplicate result on the unicel dxc 800 pro synchron chemistry analyzer units. The customer runs glum patients in duplicate on the instrument and they are not matching. The customer stated the result was approximately 20mg/dl different between the discrepant low results and the confirmed true results when run in duplicate mode. Patient data results were not provided. The result was not reported out of laboratory. Patient treatment was not impacted by this event.